Event description:
During the last injection of an embolization procedure, the clinician felt resistance to the injection. The clinician inspected the catheter after it was removed and observed a leak while injecting saline. There was no embolic leakage.